Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Specific date of the device implantation was not provided. However, it was reported that the device was implanted on (B)(6) 2016. Other: (B)(6) adverse incident report reference no. (B)(4); submitted to (B)(6) from the hospital. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted during a midureteral sling procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2018, the patient manifested urethral mesh erosion, urgency and voiding difficulties. The patient will need surgery to remove eroded mesh and for urethral reconstruction. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.